Event description:
Surgery pt under general anesthetic in preparation for a shoulder arthroscopy. Pt was on the berchtold b810 integrated shoulder chair. Anesthesia provider noticed the head positioning device was slightly loose after positioning the pt. When the device was further tightened with the tightening screw the aluminum bar that holds the pt's head sheared completely off from the device. The anesthesia provider had the pt's head supported at all times and consequently the pt suffered no adverse effects.